Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a combined mitraclip and triclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, functional tricuspid regurgitation (tr) with a grade of 5 on a patient with thin leaflets. A triclip steerable guide catheter (tsgc) (50925r1006) was inserted and used to treat the mitral valve. A mitraclip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. The same tsgc was then retracted and used to treat the tricuspid valve. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw (51104r2094) was inserted and steered down to the valve. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Therefore, the clip was inverted and removed from the patient. However, a chordal rupture/flail was observed on the posterior leaflet. Therefore, the procedure was discontinued. The tr was reduced to a grade of 4+. There was no clinically significant delay in the procedure. The patient was reported to be fine.